Event description:
It was reported that when the implantable neurostimulator (ins) was on, there was ramping and interference. The patient had a spinal cord stimulator implanted and since 2008, had interference when around electronics and had to turn ins off whenever he entered the (B)(6) building. A "stage 1" was done, then a "stage 2." The patient had to be seen between (B)(6), due to interference between systems. The manufacturer representative "was able to do something that made it better and improved his urinary sx enough to go forward." The first few months were fine, but when he returned for mapping 1 month post op and 5 month post op, the impedance testing showed 4 leads were no longer "functional." By that time, the patient was also complaining of "ramping/power surges" of the urinary ins which caused pain around his rectum. The patient was adamant that this was due to interference between his two units. Electromapping showed one lead had "returned," but showed no evidence of malfunction. The program was adjusted for the lead. The patient was using a program on one of the "non-functioning" leads because the electomapped and reprogrammed lead caused ramping. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported it was "thought the patient was doing well."

Manufacturer narrative:
(B)(4).